Manufacturer narrative:
One smiths medical cadd legacy plus pump was returned for analysis in a good condition. During analysis, the reported issue was unable to be duplicated. Service replaced the downstream occlusion (dso) sensor as a preventative action taken. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that while in use, a smiths medical legacy plus pump exhibited no disposable alarm. No adverse effects were reported.